Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the left ventricular lead exhibited loss of capture. The lead was capped. The patient was in stable condition before and post procedure.